Event description:
I have had multiple spine operations and vertebral fusions extending from t10 to s1 and including my pelvis. As a result, I have a high degree of chronic back pain that was only partially responsive to narcotics and other pain relievers. Therefore, in (B)(6) 2016 I had a medtronic spinal cord stimulator (scs)implanted that initially gave me some pain relief, but even with several modifications of the settings and other experiments failed to bring relief. Consequently, the device was never used after august, but remained unused in my back until (B)(6) 2016. In (B)(6) 2016 I had additional medical problems including worsening of my back pain. This included weight loss, lethargy, hypertension and a sense of being unwell. I had no fevers nor increase in my white cell counts. As part of many evaluations it was noted that my esr and my crp were markedly elevated and as I am a retired ucla professor and former chief of infectious diseases, we suspected an indolent infection of something related to prior surgeries or to the implantation of the spinal cord stimulator or the power generator. A CT bone scan suggested infection near the insertion of the scs at t10. After consultation with several infectious disease and orthopedic specialists and because the scs was not being used, it was removed and we carefully cultured many parts of the device including the generator, several portions of the connecting cords and the electrodes that entered into the subdural space. All of these cultures obtained under sterile conditions grew proprionobacter acnes. As I and the other specialists involved are familiar, this indicated a long standing p acnes infection of the device probably from the time of placement in (B)(6) 2016. As a result of the radiologic, laboratory and culture findings, the device was removed in (B)(6) 2017 and I was treated with keflex, 500mg qid for 6 months. Over that 6-month period which just ended, the esr and crp fell and became normal only after 4 months of antibiotic therapy. My nonspecific symptoms have remitted somewhat, but I have many reasons for back pain and other symptomology. I suspect that this low grade nosocomial infections is due to skin bacteria and contamination at the time of device placement and is not prevented with a dose of vancomycin. It is probably not commonly recognized because no one bothers to evaluate for such problems. P. Acnes is a very common nosocomial infection with any catheter or any foreign body. I am sure that a significant proportion of your patients with this device have such infections, but they are not recognized nor do they present with dramatic or fatal symptoms. This should be a major topic for urgent research by your company and I would strongly urge you to now advise all physicians implanting these devices to check esr, crp and wbc before implantation and perhaps two or three times after implantation during the first six months following implantation. I am formally an expert in this field both as a ucla professor and a cdc investigation and this matter was investigated by several ucla ID and orthopedic specialists. I have other concerns about the device and the risk of infections that could compromise health of your patients. It would be a mistake for you to ignore this matter and I am curious to know of other similar nosocomial infections reported to the FDA. I have much more detail about my infection experience and I will send a copy of this report to the FDA as a potential adverse event necessitating further evaluations.